Manufacturer narrative:
Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
It was reported the patient underwent a midfoot fusion and subtalar joint fusion with tendon achilles lengthening and external fixation application. The patient had fusion 8 weeks post op with partial fusion at the talo navicular joint. At follow-up, it was discovered that 2 wires of the external fixation had broken.